Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tray tended to sink to the medial tibia. The patient complained pain. The revision surgery will be performed to treat this event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient underwent mbt revision surgery with a mbt tibia trial, a lcs insert, a tibial augment, an extended stem. The reason of revision is that the patient complained pain and it was found that the tray tended to sink to the medial tibia. During the revision surgery, the surgeon removed the pr insert. The surgeon performed an osteotomy of the tibia and inserted a trial with only an extension stem, and the amount of osteotomy was larger than expected, an augmentation was placed. Finally, the surgeon inserted a lcs cm insert, and the surgery was completed successfully. The surgeon commented that there was a tendency like osteonecrosis inside the tibia, but the doctor commented that the definite cause and bone changes were unknown. No further information is available.